Event description:
It was reported the pt previously had an apogee and perigee mesh. The pt developed recurrent prolapse and vaginal pain. The pt "desired surgical removal". No further pt complications were reported. Same pt as MFR report# 2183959-2013-00886.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.